Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2013. The handpiece worked outside of the patient but not inside of the patient. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) - this medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2013-05352. Please see medwatch report # 2210968-2013-05352 for all information regarding this event.